Event description:
It was reported the above valve was explanted due to pvl. At explant, although the posterior portion of the annulas was healed, there was a large pvl noted. A 29 mm cmi valve and a 21 mm aortic cmi were also implanted following the explant. A tricuspid annuloplasty and CABG were also performed. The patient returned to the or for evaluation of left thigh hemotoma at the saphenous vein donor site. The patient was discharged in stable condition.